Event description:
The following has been reported: biomed reported: pump have been rebooted numerous times and most the time the screen freezes when getting ready for an infusion. The last time it froze in the middle of an infusion. No patient harm. Rn went to get her phone to record, and it started responding when she returned. "Screen has frozen on several occasions. Every time it freezes on the "more options" screen, and we are unable to do anything. The infusion continues to run during the freeze. It generally lasts for a few minutes and the fixes itself. If rn were not in the room she would not have known that it happened." The pump froze on last patient was receiving chemo since it unfroze there was no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touchscreen functionality issues. Device was powered on and an infusion was run. Touchscreen functionality was confirmed to be working at this time. The device was opened to inspect for internal damage and check connections. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel. Touchscreen was confirmed to be working but another issue was present. When the device was running an infusion at 1000ml/hr, the screen was observed to be tearing and shifting during operation. Cable, lvds low voltage differential signnal, will be replaced during repair before the device is sent to the test line for full functional testing.